Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulties with charging the pump battery. Customer¿s blood glucose level was 97 mg/dl. Reportedly, customer called back to inform tandem technical support, pump is charging as intended.